Event description:
Case description: study ID: (B)(4). Study description: trial title: patient education on using of devices for both insulin and growth hormone (durable and disposable devices). Patient's height: 150 cm. Patient's weight: 67 kg. Patient's bmi: 29.77777780. This serious solicited report from turkey was reported by a consumer as "high blood glucose(blood glucose increased)" with an unspecified onset date , "pen was broken(device breakage)" with an unspecified onset date , "no medication came out of the needle when she pressed the push button(device failure)" with an unspecified onset date and concerned a 688 months old female patient who was treated with novopen (insulin delivery device) from unknown start date for "(B)(6)", , novopen 6 (insulin delivery device) from unknown start date for "(B)(6)", ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) from unknown start date for "dm", dosage regimens: novopen: novopen 6: ryzodeg penfill 100 u/ml: current condition: dm (type and duration were not reported), cholesterol (for 10 years), cervical cancer. Concomitant medications included - lipanthyl(fenofibrate), galvus met (metformin hydrochloride, vildagliptin), gyrex [quetiapine fumarate] (quetiapine fumarate). On (B)(6) 2025, patient was hospitalized in the endocrinology clinic for one week due to high blood glucose and was discharged on (B)(6) 2025. The patient reported that her pen was broken and no medication came out of the needle when she pressed the push button. On (B)(6) 2025, pre-prandial blood sugar (blood glucose) of the patient was 250 mg/dl. Batch numbers: novopen: not available. Novopen 6: not available. Ryzodeg penfill 100 u/ml: not available. Action taken to ryzodeg penfill 100 u/ml was not reported. The outcome for the event "high blood glucose(blood glucose increased)" was unknown. The outcome for the event "pen was broken(device breakage)" was not reported. The outcome for the event "no medication came out of the needle when she pressed the push button(device failure)" was not reported. Reporter's causality (novopen) - high blood glucose (blood glucose increased): unlikely. Pen was broken (device breakage): unknown. No medication came out of the needle when she pressed the push button (device failure): unknown. Company's causality (novopen) - high blood glucose (blood glucose increased): possible pen was broken (device breakage): possible no medication came out of the needle when she pressed the push button (device failure): possible reporter's causality (novopen 6) - high blood glucose (blood glucose increased) : unlikely pen was broken (device breakage): unknown no medication came out of the needle when she pressed the push button (device failure): unknown company's causality (novopen 6) - high blood glucose (blood glucose increased): possible pen was broken (device breakage): possible no medication came out of the needle when she pressed the push button (device failure) : possible reporter's causality (ryzodeg penfill 100 u/ml) - high blood glucose (blood glucose increased): unlikely. Pen was broken(device breakage) : unknown. No medication came out of the needle when she pressed the push button (device failure) : unknown. Company's causality (ryzodeg penfill 100 u/ml) - high blood glucose (blood glucose increased): possible pen was broken (device breakage): possible no medication came out of the needle when she pressed the push button (device failure): possible. Investigational results: novopen; batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: novopen 6, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Ryzodeg penfill; batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: is non-reportable field updated to yes for novopen. Novopen 6 added as suspect and all device fields were updated. Batch number of ryzodeg penfill was removed and updated to unk. Event assessment and product event details updated. Narrative updated accordingly. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Based on the follow up information received on 14-apr-2025, suspect product novopen was changed to novopen 6. Hence a downgraded report will be submitted. No further information available. References included: reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: same patient. Reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2025-00040. Reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment: (B)(6) 2025: upon follow up information received on 23-apr-2025, the suspected device has been confirmed as novopen 6. Hence both current suspect (novopen 6) and previously submitted suspect (novopen) are retained in case as a downgraded report should be sent for the suspect novopen. Going forward, only novopen 6 will be retained as suspected device. Final manufacturer's comment: (B)(6) 2025: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novo-pen 6. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg penfill. H3 continued: evaluation summary. Novopen; batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) high blood glucose [blood glucose increased] pen was broken [device breakage] no medication came out of the needle when she pressed the push button [device failure]. Case description: study ID: (B)(6)-innovex pen educator org. Study description: trial title: patient education on using of devices for both insulin and growth hormone (durable and disposable devices). Patient's height: 150 cm. Patient's weight: 67 kg. Patient's bmi: 29.77777780. This serious solicited report from turkey was reported by a consumer as "high blood glucose(blood glucose increased)" with an unspecified onset date , "pen was broken(device breakage)" with an unspecified onset date , "no medication came out of the needle when she pressed the push button(device failure)" with an unspecified onset date and concerned a 688 months old female patient who was treated with novopen (insulin delivery device) from unknown start date for "dm", , ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) from unknown start date for "dm", dosage regimens: novopen: ryzodeg penfill 100 u/ml: current condition: dm (type and duration were not reported), cholesterol (for 10 years), cervical cancer. Concomitant medications included - lipanthyl(fenofibrate), galvus met (metformin hydrochloride, vildagliptin), gyrex [quetiapine fumarate] (quetiapine fumarate). On (B)(6)2025, patient was hospitalized in the endocrinology clinic for one week due to high blood glucose and was discharged on (B)(6)2025. The patient reported that her pen was broken and no medication came out of the needle when she pressed the push button. On (B)(6)2025, pre-prandial blood sugar (blood glucose) of the patient was 250 mg/dl. Batch numbers: novopen: not available. Ryzodeg penfill 100 u/ml: ps6lp80; action taken to ryzodeg penfill 100 u/ml was not reported. The outcome for the event "high blood glucose(blood glucose increased)" was unknown. The outcome for the event "pen was broken(device breakage)" was not reported. The outcome for the event "no medication came out of the needle when she pressed the push button(device failure)" was not reported. Reporter's causality (novopen) - high blood glucose (blood glucose increased) : unlikely. Pen was broken (device breakage) : unknown. No medication came out of the needle when she pressed the push button (device failure): unknown. Company's causality (novopen) - high blood glucose (blood glucose increased): possible pen was broken (device breakage): possible no medication came out of the needle when she pressed the push button (device failure): possible. Reporter's causality (ryzodeg penfill 100 u/ml) - high blood glucose (blood glucose increased): unlikely. Pen was broken (device breakage) : unknown no medication came out of the needle when she pressed the push button (device failure): unknown. Company's causality (ryzodeg penfill 100 u/ml) - high blood glucose (blood glucose increased): possible pen was broken (device breakage) : possible no medication came out of the needle when she pressed the push button (device failure): possible. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. No further information available. References included: reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: same patient. Reference type: e2b company number. Reference ID#: (B)(4). Reference notes: